Manufacturer narrative:
The autopulse platform (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message by following the instructions provided by the zoll technical support representative. The root cause for the ua45 error was likely due to the driveshaft not being at "home position," likely attributed to unintended user error. Therefore, device evaluation and service were not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.